Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the occlusion errors which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log, confirming the reported symptom of occlusion errors. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and cause false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had occlusion errors. Any patient involvement, injury or medical intervention is unknown.